Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and duplicated the reported phenomenon due to the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit. However the exact cause of the failure of the ccd unit could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the endoscopic image of the subject device was not displayed. The occurrence date of event is unknown. There was no report of patient injury associated with the event.